Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a cgm inaccuracy on (B)(6) 2013. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.